Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 136 mg/dl. The insulin pump had been worn in the customer's sports bra. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained end cap sticker. No belt clip received with the return of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.